Manufacturer narrative:
An event regarding abnormal ion levels involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned -medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including lot details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Dr. Removed a+0 36 mm metal head and a neutral liner and replaced with a mdm liner and universal biolox head. Note: medical records were unavailable, except for the surgeons notes which stated a 52 mm psl cup and a size 5 accolade 11 127 stem. This was a right side hip. Update 03/december/2018: as reported in how was issue noticed: patient presented with pain. Dr. Stated ¿patient had elevated ions due to trunnionosis¿.